Event description:
It was reported that the pump failed dso calibration test. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump failed downstream occlusion (dso) calibration test¿ was not replicated and the probable cause was unknown. Visual inspection noted the lens and dso seal damaged. The software was updated, and the battery compartment was changed due to it being broken. The device passed all functional and delivery tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.